Event description:
According to the reporter: by preparation for surgery, the adhesive was peeled off and the shaft could not be rotated. The device was not used on the pt. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).